Event description:
It was reported, during an implant procedure, the stylet became stuck in the lead. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. No stylet was returned. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual and mechanical inspection noted no anomalous conditions in shape or structure. Lead accessory/stylet test passed, as there was no difficulty with stylet insertion or extraction. Primary analysis findings: no anomalies found, lead functionally normal.